Manufacturer narrative:
The manufacturer previously reported a failure of the active exhalation control module. The active exhalation control module was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the active exhalation control module failing was due to physical damage.

Event description:
The manufacturer received information from a third party service center alleging a ventilator's active exhalation control module was defective. There was no harm or injury reported. During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.